Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on a patient sample on the immulite 2000 instrument with lot # 104. The initial result was not reported to the physician. The sample was rerun in triplicate to obtain the corrected result. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.

Manufacturer narrative:
The customer called the technical solutions center (tsc) about the discordant psa result. The tsc specialist offered to send a field service engineer to inspect the instrument, and the customer declined service. The customer confirmed for the tsc specialist that the instrument maintenance was current, there were no signs of contamination, and no error messages had been generated. The cause of the discordant psa result is unknown.